Event description:
It was reported that after successful deployment of the stent, approximately five minutes later, thrombus gradually deposited inside the stent and blood flow was re-occluded. Dilatation was performed and then an additional stent was deployed inside the previously placed stent.